Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and broken battery tube threads.

Event description:
Customer reported that the numbers on the insulin pump began to ramp up on their own during a bolus. Customer stated that she rapidly pressed buttons and that the scrolling stopped, but then none of the buttons responded afterward. The blood glucose reading was 146 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.